Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a primary plumset, clave y-site, 104 inch. It was reported that a IV primary tubing set had dirt specks in the cassette. There was no report of patient involvement and no report of patient harm.